Event description:
It was reported that during a laproscopic cholecystectomy procedure, the closed clip formation is not straight as it is supposed to be. Another like device was used. There was no patient consequence.

Manufacturer narrative:
Misaligned jaws.